Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Screw heads were discarded at the facility.

Event description:
It was reported by the company representative that he was covering a craniotomy at (B)(6) medical center, and while the surgeons were attempting to plate the bone flap on the back table, three screw heads sheared off of the 92-15905 screws they have used for years. The patient was not harmed due to this, and there are no patient safety concerns. Unfortunately, none of the screw heads were saved in order for them to be shipped back for investigation.